Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an episode for non-sustained rv lead noise was observed. Reprogramming options were recommended. The physician felt that the noise was probably due to myopotentials and decided to monitor instead of reprogram the device. There has not been additional alerts since.